Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the cobas infinity software. With the software version 3.05.05, the customer encountered an issue with qc bracketing. When the cobas infinity software receives patient results that were measured between a good qc and a bad qc, the cobas infinity software will remove qc bracketing (qcb) flags from the results once good qc is obtained. This occurs with both initial and repeat patient results. The cobas infinity software is expected to not remove the qc bracketing flags from results in this scenario. When patient results are flagged with qcb, the release of these results to the customer's laboratory information system is prevented.

Manufacturer narrative:
During investigations, the customer's allegation could be reproduced. In order for the issue to occur, there must be a minimum number of qc brackets in the database (200+). When this happens the bad qc might not close the open bracket, therefore the next ok qc is taken as a new qc opening and releasing all the patient results between the last good qc and current good qc. The investigation determined there is a software issue in cobas infinity as the query used for retrieving the qc brackets does not take into account a documented database limitation when using the "order by" and "group by" clauses.